Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while attempting to enroll the patient in the remote monitoring network the device serial number was already in use with a different patient. The incorrect patient profile was discontinued, and the device serial number was edited. The network remains in use. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.